Event description:
The patient reported (B)(6) 2014 at 8:30 pm her blood glucose reached over 500 mg/dl. She was feeling nauseous and was vomiting. She went to the holmes regional hospital and upon arrival she was admitted for diabetic ketoacidosis. She did not provide any further information regarding the hospitalization or her treatment. Attempt were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The onmipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."